Event description:
It was reported that during primary right total knee surgery, the locking mechanism would not stay locked into place.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot visual inspection: the device was received in used condition. The device was otherwise unremarkable. Functional inspection: the part was compared to the drawing and both spring-actuated features were tested and the device was determined to be fully-functional. The event therefore could not be confirmed. It is possible that foreign material was causing the instrument seize, which was eliminated during stryker's decontamination process upon receipt. The reported issue could not be replicated or repeated. It is possible that foreign material was causing the instrument seize due to insufficient cleaning, which was eliminated during stryker's decontamination process upon receipt for evaluation. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that during primary right total knee surgery, the locking mechanism would not stay locked into place.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.